Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It was reported the device was used in a mildly calcified left common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported issue appears to be related to calcification at the access site and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the right common femoral artery (rcfa) and the mildly calcified left common femoral artery (lcfa) with proglide devices using the preclose technique. Reportedly, cuff misses occurred with the first proglide device in each the rcfa and lcfa access sites. The sutures of two additional proglide devices were successfully placed using the preclose technique in both the rcfa and lcfa. The arteriotomy and sheath size used was 6f in both the rcfa and lcfa. The sheath was upsized to 16f in the rcfa and 12f in the lcfa for the aaa procedure. The aaa procedure was completed and the two successfully placed sutures in both the rcfa and lcfa access sites achieved hemostasis. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.